Event description:
It was reported that the cassette latch is not recognized. The fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. A latch lock failure was revealed in the event history log. Functional testing was able to duplicate the issue. It was determined that the defective latch lock sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.